Event description:
It was reported that a pump has a constant air in line message. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval found the lower reading on the ultrasonic sensor to be lower than specification. With low ultrasonic readings it would make the pump more sensitive to air in line alarms, corresponding to the reported symptom. The ultrasonic sensor was replaced.